Manufacturer narrative:
Investigation summary: bd received eight photos for investigation, depicting a tube with damage and deformity along the top edge and a crooked cap before decapping. A total of 30 retained samples were visually inspected for damage, and all were found to be without defects. Additionally, 29 retained samples underwent functional tests, with all samples passing without any stopper defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: lipout and stopper cocked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the opening of one tube was deformed resulting in the cap being crooked, not being placed on the assembly line correctly, and spilling sample onto the transport base. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, the opening of one tube was deformed resulting in the cap being crooked, not being placed on the assembly line correctly, and spilling sample onto the transport base. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.